Event description:
It was reported that the customer blacked out and was wedged between the toilet and the wall. It took her a long time to regain consciousness. Customer's blood glucose level was 79 mg/dl. Customer does not think that she blacked out due to her low blood glucose level. Customer went to the emergency room on (B)(6) 2014 at 12 pm. Customer's blood glucose level was 55 mg/dl and then later 112 mg/dl at the time of the visit. Customer went to the emergency room as per health care professional's request. Customer blacked out due to the low blood glucose level. Customer was released and advised to check her blood glucose levels more often. Customer was not hospitalized but only went to the emergency room. Customer was advised to monitor herself. Customer reported that yesterday she woke up with a blood glucose level of 38 mg/dl. Customer does not know why she has low blood glucose levels. No further assistance needed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.